Manufacturer narrative:
Concomitant products: product ID: 3777-45, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-45, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 3777-45, serial/lot #: (B)(4), ubd: 13-jul-2015, UDI#: (B)(4); product ID: 3777-45, serial/lot #: (B)(4), ubd: 21-jun-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient has been falling over the last 30 to 60 days several times that her primary care physician has sent her to do physical therapy. Patient states that she¿s noticed over approximately the last 30 days that she is not getting relief. Today the manufacturer representative was unable to get stimulation in legs or back. The patient was put under x-ray to see if the leads had moved. The lead tips were between t 12 and l one. Patient spoke with nurse practitioner to discuss getting leads and battery replaced. Patient did have high impedance on contact 11. Surgery has been planned, but not yet scheduled.